Event description:
It was reported that when the device is powered on, it runs for a few seconds and shuts down. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found dirty reservoir and heater, noisy pump, faulty float switch, cracked tank cover, and faulty and damaged printed circuit board (pcb). Functional testing found the device never started because the float switch was triggering the alarm right away contrary to the customer complaint. After a new float switch was installed the device pumped water like it should and didn't shut down on its own. Replaced the float switch, pump, pcb, tank cover, heater, and auxiliary outlet. Before the pcb was replaced and the new float switch was triggered it would alarm as did the micro switch but the over temp would not. With a new pcb all alarms worked as they should. The root cause of the issue could not be determined. This issube will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).